Manufacturer narrative:
B5 and d4 revised this report is for the cassette. A case has been opened to report the adverse events, submission is pending.

Event description:
An impella cpsa c9+ device was inserted via the right femoral artery in a 72-year-old male patient with cardiomyopathy. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. The physician reported a leaking purge cassette, but ICU staff were not aware of the issue and no active leaking was found on follow-up, though sticky purge docking was noted. The purge cassette was not exchanged, and the leakage resolved on its own. The patient remained on support with the same purge cassette and pump, was awake and stable, not requiring catecholamines, and was awaiting a decision for lvad or impella 5.5. No further alarms appeared regarding this issue.later, the physician reported the patient developed a high tendency to bleed, with suspected acquired von willebrand syndrome under impella cp therapy. After this bleeding tendency, the pump stopped running and could not be restarted, with a failure mode of high motor current. The device was explanted and replaced with a new impella cp. Purge was stable throughout (purge pressure 600 mmhg with stable flow). The patient remained stable and experienced no harm. The patient survived to explant.bleeding may be associated with underlying critical illness, device-related factors such as acquired von willebrand syndrome, and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
Section a4. Weight of the patient, a5 ethnicity, and a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a physician indicated the impella purge cassette was leaking during support with an impella pump. A follow-up for the issue was performed in the intensive care unit (ICU). At the time of follow-up, the ICU team was not aware of an active leak, and no leakage was observed. It was noted that the purge cassette docking appeared sticky. No alarms were reported on the system. The ICU team was unsure whether the purge cassette had already been replaced. At the time of report writing, the patient remained on support with the impella pump. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Event description:
Per the customer. No leaking found, but sticky purge docking. This impella cassette report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cpsa.

Manufacturer narrative:
B5: added additional information and related device information. H10: added related device report number.

Manufacturer narrative:
D4 revised . It was reported the cassette was discarded.